Event description:
The customer reported that a jaundice meter reads outside of the tolerance 1.5, + or - at least 66% of the time when compared to serum bilirubin. There was no report of a patient injury or death.

Manufacturer narrative:
It was reported to drager that the jm105 jaundice meter was providing inconsistent readings outside of the 1.5 standard deviation when compared to tsb values. The customer provided a data sheet and the answers to the clinical questions however, when their data was analyzed, it was found that only 17 checks were eligible readings having had the blood processed within the 1-hour time frame. Out of the 16 eligible checks, 10 were found to be within the draeger standard deviation of plus or minus 1.5 as outlined in the instructions for use (IFU). The IFU further states that based on the average of clinical data available, 66% of the values taken with the jm105 fall within the standard deviation range. According to the data provided by the customer, their data showed this unit to have given values within range 62.5% of the time, the greater deviation could be due to the timeframe of when the blood was processed being closer to the 1hr mark. The meter was analyzed by draeger and during the pre-calibration inspection of the device the engineer discovered that the values were within range and passed the checker test however, the short-wave value (.57) was closer to the low side when compared to the tolerances given on the base (the range for the short-wave acceptable value was -2.3 to .3). This device was last calibrated on 09nov2023, but the engineer recommended another calibration. The device was calibrated to satisfactory standards with the values falling within the tolerance ranges. The root cause of the inconsistent readings the customer is reporting could not be determined as there was no mention of device damage by the engineer and no functional problems with the device. The device was returned to the customer. No further issues have been reported.

Event description:
The customer reported that a jaundice meter reads outside of the tolerance 1.5, + or - at least 66% of the time when compared to serum bilirubin. There was no report of a patient injury or death.